Manufacturer narrative:
Concomitant medical products: dtpb2d4 ICD; implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they had an alert tone occur and that it was regarding one of their leads and suspected one of the leads had disconnected and dislodged. The right ventricular (rv) his bundle lead remains in use. No patient complications have been reported as a result of this event.